Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritation on his back. The electrode belt cords were rubbing against his skin causing an open wound. The wound resulted in scar tissue.